Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm has been returned for testing, but the evaluation has not yet been completed. A follow-up MDR will be submitted following completion of the analysis. The technical support engineer (tse) viewed logs during troubleshooting and noted error 23118 pointing to usm2. The logs were reviewed/analyzed as part of the isi tse's investigation. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photo or video was provided by the site for review. This complaint is being reported due to the following conclusion: a usm was not functioning after the start of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that prior to the start a da vinci assisted surgical procedure, the customer had difficulty deploying the patient side cart (psc). The sterile adapters (sa) were installed and cannula were already placed on the patient. The deploy icon was greyed out and leds on universal surgical manipulators (usm) 1 and 3 were blinking yellow. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed onsite logs and noted one error 23118 pointing to usm2 during system initialization. The tse asked the nurse to perform a hard power cycle from the psc. The tse informed them that the onsite connection is intermittent. System is ready was heard in the background but leds status stayed the same. The tse had the customer check the cannula and instrument are on usm 1 and 3: no reaction. The tse asked to soft power cycle the system to check the functioning. The tse then asked to double check the initial position of usm1 and 3 before deploy: surgeon confirmed that both usms were not position well initially. Surgeon said he repositioned all usms correctly. Deploying was possible. Surgeon reported that leds status for arm 1 and 3 are still yellow. The surgeon stated that troubleshooting and installation take too much time. The procedure was converted to a laparoscopic surgery. There was no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The usm was placed on in-house system and it passed normal mode as well as all tests related to the reported problem. The logs confirmed only a single 23118 error and no errors related to the 23118 appeared. The black box data did not have any information on the velocity of the arm at the time the error was triggered.

Event description:
Refer to h10/h11 for follow-up information.